Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report. Devices #2-3 are being filed under separate manufacturer report numbers.

Event description:
It was reported that a physician in-training in the use of the device successfully performed pre-closure placement of the proglide device suture in a heavily scarred left common femoral arteriotomy site prior to an interventional procedure. Reportedly, after retrieving the suture from the device, the operator inadvertently forgot to retract the foot before removing the device, which caused the posterior portion of the foot to detach. Although, the location of the posterior portion of the foot could not be located, a doppler revealed no obstructions in the vessel and the pedal pulses remained normal. The vessel was rewired and two additional proglide devices were attempted, but when the needle plunger was removed to retrieve the suture, no suture was attached to the needles indicating that a needle-to-cuff miss occurred. It was decided to use the suture from only one proglide device instead of two. As the suture from the first proglide device was being tighten, the blue rail suture was pulled to hard causing it to break above the knot. The suture was trimmed, left in the vessel, and manual compression was applied to achieve hemostasis. A second doppler performed revealed no obstructions in the vessel and the pedal pulses continued to remain normal. There were no reported adverse patient effects. Though requested, no additional information was provided.